Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope bflex 3.8 single-use bronchoscope, the device broke during intubation. The tip of the bronchoscope was lodged in the endotracheal (et) tube (shiley endobronchial tube left, size 39 fr) which was subsequently replaced with a backup et tube to complete the procedure. No delay in the procedure or harm to the patient was reported. Additional information received upon following up with the customer reported that the bronchoscope was being retracted from the et tube for the first time when the user felt resistance and the bronchoscope subsequently broke. The customer reported it is unknown if the bronchoscope was in a neutral position when it was being retracted and no lubrication was used. The glidescope bflex single-use bronchoscopes operations & maintenance manual (omm) states to lubricate the scope or tube prior to inserting the bronchoscope into the internal channel of the tube. If there is ongoing resistance, users should consider applying additional lubrication to the scope or tube. Furthermore, the omm states, "if you encounter resistance during withdrawal, reinsert the bronchoscope slightly, and then gently rotate it, straighten the tube, or instill saline into the tube, and then attempt removal again."